Event description:
It was reported that a device was used during a laparoscopic procedure. The device tip broke and fell into the pt's body, piece was retrieved. A device was used to complete the case. There was no consequence to the pt.